Event description:
Essure device was inserted 6 years ago. I have had nothing but problems since they were inserted that I never had previously. I have severe menstrual bleeding, cramping, cysts, abdominal pain, etc. I had to have all my female parts removed. I contacted essure and they indicated it is part of the risks. My doctor contacted them as well. I do not recommend this product to anyone as it causes more medical problems than preventing pregnancy and costs (B)(6) in medical bills.